Manufacturer narrative:
The investigation determined that lower than expected vitros tsh results were predicted from two different levels of quality control fluids when processed on a vitros 5600 integrated system. A definitive root cause for the event could not be determined. A vitros tsh reagent and an instrument issue cannot be ruled out as potential contributing factors. Additionally, the pre-analytical sample handling of non-vitros quality control fluids in use at the time of the event could not be ruled out. A definitive root cause for the event could not be determined. The investigation is on-going.

Event description:
The customer observed lower than expected vitros tsh results predicted from two different levels of quality control fluids processed on a vitros 5600 integrated system. Control level 2: 0.092 miu/l versus expected 3.74 miu/l; control level 3: 16.01 miu/l versus expected 22.80 miu/l; the customer made no allegations that patient sample results were affected. However, biased patient results of the direction and magnitude observed may lead to inappropriate physician action if to occur undetected. There was no allegation of patient harm. (B)(4).